Event description:
It was reported that one large volume folfusor was observed to have particulate matter in the solution, inside of the reservoir. This observation was made after the device had been filled with fluorouracil. This was observed prior to patient connection. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. The unit contained approximately 245 ml of fluid in the bladder. Visual inspection of the unit confirmed the reported issue. Tiny white particles approximately 1.1 mm and 1.3 mm in length were found floating freely in the fluid of the bladder. The white particles were in the fluid path. The reported condition was confirmed. The fiber was morphologically consistent with being sourced from the screen filter material that is found on the stress member of the infusor; specifically the fiber appeared to have detached from the edge of the screen. The cause of the reported condition is unknown.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was returned for evaluation. Visual examination found a tiny white particle inside of the reservoir. The reported condition was confirmed during the initial evaluation. Should additional relevant information become available, a supplemental report will be submitted.